Event description:
Note: this report pertains to one of two truetome 44 used in the same patient and procedure. It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cbd stone performed on (B)(6) 2025. During the procedure, the cutting wire broke. Another truetome 44 was used; however, the same problem occurred. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a third truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results: the returned truetome 44 was analyzed, and a visual inspection found that the working length was kinked and twisted. The cutting wire was not broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was not confirmed. It was found the working length was twisted, this problem could be caused after multiple attempts to rotate handle of the device or during the introduction of the device into the scope. Also, it was found that the distal section of the working length was kinked, this problem could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
Note: this report pertains to one of two truetome 44 used in the same patient and procedure. It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cbd stone performed on (B)(6) 2025. During the procedure, the cutting wire broke. Another truetome 44 was used; however, the same problem occurred. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a third truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.